Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient had been successfully re-implanted on (B)(6) 2018 and the reaction to metal appeared to be resolved at this point. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. It was asked, but unknown when the event/difficulty occurred. The catheter and pump were explanted on (B)(6) 2018 and discarded (would not be returned). It was noted the products were working fine, so there was no need to return. The patient experienced discoloration and dry skin at the implant site and labs tested negative for infection. The doctor believed the patient had a reaction to the metal in implant but was uncertain if there were any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included the doctor sent for labs and cultures and no signs of infection were present. The previous system was explanted, and they were going to re-implant on the opposite side deeper/slightly deeper. The system would be replaced on (B)(6) 2018. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight and medical history were unknown, ¿asked and would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.